Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Clinical study: wasp. It was reported that a thrombus was observed post procedure. In (B)(6) 2014, a 30mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. There were no recaptures performed. The device was placed distal to and spanned the entire laa ostium; however, a 2mm jet was noted. In (B)(6) 2015, a transesophageal echocardiogram (tee) revealed thrombus at the closure device. The patient was hospitalized and the thrombus was treated with medication. The patient was discharged 12 days later and the event was considered resolved.